Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an issue with his onetouch ultra2 meter reverting to the setup mode. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The alleged issue began on (B)(6) 2013 around 6pm. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. On the early morning of (B)(6) 2013, the patient claimed he felt low blood glucose symptoms of blurry vision and weak. The patient drank a pepsi as treatment and felt better about 15 minutes later. The patient denied testing with another device. There was no indication of misuse. The alleged issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (11/26/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 11/13/2013 and 11/20/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.